Event description:
This case is cross referenced to case ID: (B)(4) (cluster). This unsolicited device case from united states was received on 08-mar-2016 from a nurse. This case concerns a patient (with unspecified demographics) who received treatment with synvisc one and later lost the leg no medical history, past drugs, concurrent conditions or concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection, once (dose, indication: not provided; batch/lot number: 5rse006 and expiration date: mar-2018). On an unknown date, the patient lost the leg. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rse006 expiration date (03/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse006 no CAPA was required. (B)(4) genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) genzyme would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: important medical event. Additional information was received on 14-mar-2016. The expiration date and ptc results were added and text amended accordingly. Pharmacovigilance comment: (B)(4) company comment for follow up dated 14-mar-2016: the follow up information does not change the complete case assessment. (B)(4) company comment dated 11-mar-2016: this case concerns a patient who received synvisc one injection and lost the leg. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This case is cross referenced to case ID: (B)(4) (cluster). This unsolicited device case from united states was received on (B)(6) 2016 from a nurse. This case concerns a patient (with unspecified demographics) who received treatment with synvisc one and later lost the leg. No medical history, past drugs, concurrent conditions or concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided). On an unknown date, the patient lost the leg. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: important medical event pharmacovigilance comment: sanofi company comment dated (B)(6) 2016: this case concerns a patient who received synvisc one injection and lost the leg. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.